Event description:
It was reported that during an implant procedure, it was hard to advance the stylet into the lead. It was also reported that a slight bent was noticed at the tip of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, there was blood in/on the helix/lobe mechanism. Visual analysis indicated that the stylet insertion test was performed with a purple stylet. The stylet passed without resistance through the entire length of the lead.